Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that hypotension occurred. The target lesion was located in the obtuse marginal (om) branch. Following pre-dilatation with a 2.5x10mm non-compliant balloon catheter, a 2.75x12mm promus element drug-eluting stent was deployed to treat the lesion. However, following stent deployment, haziness in the left main coronary artery (lmca) with hypotension was noted. Subsequently, a 3.50x20mm promus element drug-eluting stent was advanced but failed to cross the lesion and the shaft kinked during manipulation. The device was removed and the procedure was completed by deploying another drug-eluting stent with buddy wire support. No further patient complications were reported and the patient's status was stable.